Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Event date obtained from source documentation.

Event description:
The nurse reported the duoderm signal dressing on the patient's sacrum needed to be changed many times during the day (5 times in 4 hours) due to a lack of stickiness. It was further reported that the frequent dressing changes resulted in skin irritation. Additionally, the nurse indicated that some patients are allergic to the product so they can't change it every 2 hours. The patient was treated with an unspecified cream. It was reported that the dressing was used only while the patient was in the hospital.